Event description:
Ventilator shut down while in use on pt. Unit did alarm. Ventilator removed from service and another ventilator quickly was placed. Pt bagged with 100% o2. Bag mask ventilator. No adverse outcome to pt.